Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure to implant an epicardial lv lead, the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was stable.